Event description:
Caller reported problem with meter turn on capabiltiy. Caller reported one occasion where meter provided blood glucose reading of 200 mg/dl and soon after, customer required treatment at the hospital. Specific levels for lab comparison were not provided. Treatment was not described.